Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was deployed during the procedure and was not received at the cis for analysis. The balloon had been subjected to positive pressure and deflated prior to return and was positioned at the distal end of the guide catheter. Initial attempt was made to remove the device from the guide but this was unsuccessful at which point it was noted that there was a significant amount of congealed blood at the distal end of the guide catheter. The device was soaked at 37°c for 10 minutes in a heated water bath to remove the congealed blood. During analysis, the balloon was inflated to nominal pressure and was fully deflated within 7 seconds at which point the device was withdrawn from the guide catheter. The inflation device was verified at 11 atmospheres (atm) before and after use with a calibrated pressure gauge. The guide catheter involved in the complaint incident was verified to be within specification. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the proximal right coronary artery (rca). A jr 3.5 6f convey¿ guide catheter was placed. Subsequently, a 3.50x24mm promus premier¿ drug eluting stent was advanced and implanted successfully to treat the lesion. Post stent implantation, fluoroscopy was performed and the balloon was deflated. The balloon was deflated approximately for three to four seconds and after visually confirming that the contrast was evacuated, the sds was pulled out of the newly implanted stent without problems noted. Upon pulling the sds into the distal end of the guide catheter, the physician noted that the device would not come through the guide catheter. The device could not be retracted. Fluoroscopy was performed and the physician noted that the balloon appeared not to rewrap and seems like it was hanging and could not come through the guide catheter. The physician had to pull everything (guide wire, guide catheter, sds) as one unit and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the proximal right coronary artery (rca). A jr 3.5 6f convey guide catheter was placed. Subsequently, a 3.50x24mm promus premier&#10244;rug eluting stent was advanced and implanted successfully to treat the lesion. Post stent implantation, fluoroscopy was performed and the balloon was deflated. The balloon was deflated approximately for three to four seconds and after visually confirming that the contrast was evacuated, the sds was pulled out of the newly implanted stent without problems noted. Upon pulling the sds into the distal end of the guide catheter, the physician noted that the device would not come through the guide catheter. The device could not be retracted. Fluoroscopy was performed and the physician noted that the balloon appeared not to rewrap and seems like it was hanging and could not come through the guide catheter. The physician had to pull everything (guide wire, guide catheter, sds) as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.